Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for duodenal stenosis due to malignancy. During the procedure, after positioning the stent inside the duodenal stenosis, the stent failed to expand. There were several maneuvers even after withdrawing the stent out of the endoscope. The procedure was completed with another wallflex duodenal stent system. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for duodenal stenosis due to malignancy. During the procedure, after positioning the stent inside the duodenal stenosis, the stent failed to expand. There were several maneuvers even after withdrawing the stent out of the endoscope. The procedure was completed with another wallflex duodenal stent system. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The outer sheath was kinked just proximal to the mounted stent. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 510 mm from the handle break. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. It was noted that the white spacer tube had moved 19 mm distal to the distal end of the stainless steel shaft. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. Based on the investigation results, which revealed that the stent was fully mounted on the delivery system and therefore, there was no failure of the stent to expand post deployment. There was no intervention required to remove a fully deployed stent from the patient. However, the device analysis revealed that the ptfe coating had detached from the inside of the outer sheath. Therefore, this event will remain reportable based on the evaluation findings of ptfe delamination, but the type of reportable event has been updated to malfunction.